Manufacturer narrative:
The device was returned to zoll UK office for investigation. Review of the device log revealed a total of 14 shocks were administered to the patient. The log indicates that messages regarding the pads being on and off led to an intermittent ECG signal through the pads. Additionally, certain charge events were disarmed due to faults in the pad leads. The log also recorded instances of intermittent cable connection. No failed self-tests were noted in the log. The intermittent signals and lead faults suggest coupling of the electrodes with the patient's skin was a factor. A clear ECG signal is visible when all requirements are met for the x series. The customer's device was tested and passed all final level testing successfully. The customer's accessories were not available for testing. The defibrillator receptacle was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test and intermittently would not display ECG signal using electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.